Event description:
It was reported that the cassette does not stay fixed. There was no patient involvement. Upon inspection of the returned device, it was found that the flex circuit sensor defective.

Manufacturer narrative:
The suspect pump was returned for evaluation. The device was visually inspected, and no damage or anomalies were observed. Functional testing was performed, which confirmed that the flex circuit sensor was defective. The flex circuit sensor will be replaced. The allegation reported by the complainant was confirmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device passed all functional tests.